Manufacturer narrative:
Investigation in process. Device not returned.

Event description:
Patient underwent an initial left knee procedure on (B)(6) 2017. Subsequently, the patient was revised due to fracture. Mechanical fall twisting implant failed at tm collar to bone attachment.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.